Event description:
It was reported that the patient's heart rate was in the 40 bpm zone for at least three consecutive beats. It was noted that the lead trends were within the expected range. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2006. (B)(4).